Event description:
Cook received the complaint device on 11oct2022. Visual inspection of the catheter showed leakage at the white cap/mac-loc adaptor connection site. It was noted that the proximal flare was misshaped and twisted. The suture was also broken.

Manufacturer narrative:
Additional information: b5, d9 correction: h6 (annexes a and g) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex g. Investigation ¿ evaluation: on 07sep2022, cook was informed by guangzhou mokin med. Inst. Co. Of an incident involving an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot #: 14330481). The device leaked at the hub after insertion. The catheter was immediately replaced with a new device to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a functional test and visual inspection of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. The investigation confirmed the number of threads observed between the cap and mac-loc adapter connection site passed the gap gauge requirement. During tabletop testing, a functional test confirmed fluid escaping at the cap and mac-loc adaptor connection site. The cap and mac-loc adaptor were disassembled, discovering the presence of thread marks, a crease, and a tear in the flare. Based on the damage to the flare, it was determined the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14330481 and the related subassembly lots revealed no relevant non-conformances. A review of complaint history found no additional complaints from this lot. An expanded search was conducted, and all lots manufactured by the same flaring operator and proximal assembly operator were reviewed. Six total complaints for leakage were identified and the corresponding lots were placed on stop ship. The information provided upon review of the returned device suggests that it was manufactured out of specification. Review of the DHR suggests that there are additional nonconforming devices in the field but not in house. Containment was performed on related lots. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event was due to manufacturing deficiency. Based on the investigation findings, it was determined the flare was manufactured out of specification. The appropriate responsible manufacturing department was issued a defect awareness training. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked at the hub after insertion. The catheter was immediately replaced with a new device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.